Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the medbank myqlink (mql). A technical support specialist found that the local database showed a null value for the update version on the inactive controller, updated it to match the 2.6.0.315 version of the other controller and pushed the update to medbank myqlink (mql). After the update, medbank myqlink (mql)logged in as expected, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to login to the medbank myqlink (mql). However, there were no delays or adverse events or injuries reported based on this event.